Manufacturer narrative:
Correction: report type should have been death rather than serious injury. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete event and patient. Date of event is estimated.

Event description:
It was reported that patient passed away. The cause and date of patient's death are unknown. Patient had implantable pulse generator implanted within one year of death.